Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation during a drg trial. Diagnostics indicated impedance issues. The extension was removed. Failure analysis testing of the returned extension identified the extension exhibited a fracture.